Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported having a scar on her abdomen as the result of an infected infusion site. Caller alleges the site became infected, inflamed, and tender. Caller stated a nurse practitioner prescribed a cleaning solution and mupirocin ointment. Caller reported that two days later a doctor advised her to go to the hospital for treatment where she was admitted and underwent surgery to remove the infected tissue. The alleged cannula has been discarded; no product will be returned.